Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic endobronchial biopsy procedure, a part of the single use biopsy valve went missing inside the patient when the device was removed from the scope. The part was retrieved from patient with no reports of further patient harm.